Event description:
The main body extension device was implanted during evar on (B)(6) 2012. Some blood loss was noted through the valve; the doctor used a coda balloon to stem the flow. At a follow up meeting, the physician advised the cook rep that the pt lost approximately a unit and half of blood (hemoglobin count went from 140 to 117). A blood transfusion was able to be avoided. The pt has since recovered well.

Manufacturer narrative:
Blood loss is labeled in the IFU. Valve leaks are not specifically labeled in the IFU. Event evaluation: still under investigation.